Manufacturer narrative:
(B)(4).

Event description:
Procedure type: jejunostomy. According to the reporter: the jejunojejunostomy leaked on post op day four. The gap between the anvil half and the cartridge half seems to differ as we move from proximal to distal end. Part of small bowel had to be resected. No reinforcement material was used in conjunction with the stapling device.